Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a signal artifact monitor (sam) episode due to oversensing of the minute ventilation (mv) signal. In addition, exhibited high out of range right atrial pacing lead impedance measurements greater than 2000 ohms. The patient underwent isometric testing in the clinic, but the observations could not be reproduced. This device remains in service. No adverse patient effects were reported.